Event description:
It was stated that they received a non-stocking device there was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate or confirm the reported problem. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.